Manufacturer narrative:
One 2.9mm osteoraptor device used in treatment, was returned for evaluation. There was no bowing, bending or sharp edges noted. The anchor was loosely attached to the suture and the inserter tip. The anchor was visibly damaged. It was broken, flared and forced open at the proximal end. The fragments were not returned. The condition is consistent with loss of axial alignment, use for leverage and torque applied. It is also aligned with inadequate or improper prep. This product is intended to be minimally turned to position the anchor, then tapped in. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Read these instructions completely prior to use. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. When using osteoraptor 2.9 mm suture anchors, use a smith and nephew 2.9 mm in-line drill guide, 2.9 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder joint glenoid labrum repair surgery ,the anchor was fractured when screw-in. All pieces were successfully removed from the patient with tweezers. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.